Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer-reported complaint. The primary failure of the frayed grip cable was related to the complaint. The instrument was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The proximal clevis was inspected, and the chamfer of the proximal clevis ear was found to be an acceptable size. There were no abnormally sharp or damaged components that could have contributed to the cable breaking. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Common causes of broken distal instrument grip cables, whether partial or full, are commonly attributed to damage through external collisions during transport, storage, use, or reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the customer experienced an frayed cable. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.